Manufacturer narrative:
Complaint statement (B)(4): no material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states needle stick injuries. Customer states they have not heard much concern regarding the new butterfly's although occupational health has had a small uptick in employees having needle stick injuries. A reorientation has been deployed and would possibly help the staff and they can offer the concerns they are having. The customer is a new user of gbo evoprotect butterflies. When asked for additional information for each incident, the customer provided a summary of each incident that happened with the new butterflys since (B)(6). The customer stated they don't have more detailed information such as lot. On (B)(6) 2022 [article 1] - employee was stuck when trying to dispose of butterfly needle into sharps bin-safety wasn't fully activated. On (B)(6) 2022 [article 2] - employee was using the new type of butterfly needle and when she went to retract the needle, she did not push the button hard enough and she stuck herself in the left index finger since the needle didn't retract. She washed the area with alcohol and then soap and water right after being stuck. On (B)(6) 2022 [article 3] - when employee withdrew and activated the safety mechanism on the new butterfly needle there was a question of if the needle hit her left index finger that was holding the gauze at the insertion site. On (B)(6) 2022 [article 4] - employee was drawing blood on a patient with a butterfly needle and when she was withdrawing the needle she hit the button for it to retract while also going to undo the tourniquet and she stuck herself in the right palm. She did not hit the retraction button hard enough for the needle to retract or there was a malfunction with the device.